Event description:
Report received indicated the precise stent struts were found fractured. There were no difficulties or complication experienced during the index procedure and the stent deployment was successful. The target lesion was the common-internal carotid artery. The common carotid measure 10mm and the internal carotid artery measured 6mm. The artery was described, as straight without calcifications. The rate of stenosis is unknown. A three-month follow up was made and was discovered the stent struts were fractured near the middle of the stent. The stent was seen on film extended 0.8mm long compared with the films that were taken just after the procedure. Of note, the physician mentioned the index procedure was completed as usual without any difficulties. Additionally, it was unlikely that the devices used in conjunction, and his technique impacted on the stent and caused the stent to fracture. Also the patient was interviewed and reported that there was no massage for his neck after the carotid artery stenting. There was no known external force on the neck. The patient is asymptomatic and stable. The physician is planning to conduct angioscopic examination and decide if intervention is required.

Manufacturer narrative:
Films were received for evaluation and have been sent to an independent film reviewer. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.